Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy procedure the prograsp forceps instrument was noted to have restricted movement. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the distal clevis, which was likely the reason of lack of intuitive movement. The cable strand stuck out at the wrist. Engineering also found a derailed cable, deep scratches, corroded clamping pulleys and back idler pulleys. The one grip cable was derailed off the distal idler pulley. The cable was still tensioned but was also frayed because of contact from rubbing against the idler pulley. Engineering also found the distal end of main tube had several scratch marks exhibiting light material removal and a rough surface finish. The evidence was inconclusive, but the damage was likely due to mishandling. All three clamping pulleys exhibited corrosion/contamination around the grooves and screws. The back idler pulleys exhibited yellowish material on the surface of each. The evidence was inconclusive, but the damage was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.